Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part #04.214.112s / lot #l048361, manufacturing location: (B)(6), manufacturing date: 07.jul.2016, expiry date: 01.jun.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in the surgery for the 4th metacarpal bone fracture on (B)(6) 2017. After the cortex screw was inserted, the surgeon realized that the surgeon needed to change a different length of the cortex screw. While the surgeon was re-inserting the cortex screw, the head of the cortex screw was broken. The shaft of the cortex screw was left in the bone. The surgeon did not apply too much torque, and the direction between the screw and the drilled hole did not have much a difference at that time. The patient was (B)(6) years old and had a good bone quality. The surgery was extended for 10 minutes. Patient outcome ok, procedure was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product code: hrs. Device returned to manufacturer. A product investigation was performed. Microscopic investigation shows clearly that the torx recess is plastically deformed / damaged post production what obviously indicates exceeding applied torsional force while insertion. Microscopic pictures show clear evidence of mechanical overloading in torsional direction what finally led to the breakage. The broken surface is homogenous what indicates material conformity as well. The strings in clockwise rotation are clear indication of the breakage in this direction while insertion as well. Due to the damages, it is not possible to measure the relevant dimensions but they were checked during production process and found to be ok. No product related issue could be identified. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.